Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported sensors were missing the electrode. Customer's blood glucose was not known. It was advised a sensor would be replaced, however the customer will not be returning the product for analysis.